Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided (positive >3 iu/ml, negative <1.6 iu/ml, gray zone= 1.6 to 3 iu/ml): (B)(6) 2024, sid (B)(6), initial toxo igg result (analyzer (B)(6))= 4.0 iu/ml (reactive); (B)(6) 2024, repeat result= 3.8 iu/ml (reactive); architect results at another facility=6.8 iu/ml (reference range >3, reactive); vidas result from another facility= 0; western-blot igg= negative; historical siemens result= negative. Additional patient results were provided: initial toxo igm result= 0.07 index; repeat result= 0.05 index. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints for lot 58211be00 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 58211be00 and issue. A device history record did not identify any nonconformances, potential nonconformance or deviations associated with lot number 58211be00. The overall performance of alinity I toxo igg reagents in the field was reviewed using data from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagents lot 58211be00 was identified.

Event description:
The customer observed a false reactive alinity I toxo igg for one patient. The following results were provided (positive >3 iu/ml, negative <1.6 iu/ml, gray zone= 1.6 to 3 iu/ml): (B)(6) 2024, sid (B)(6), initial toxo igg result (analyzer (B)(6))= 4.0 iu/ml (reactive); (B)(6) 2024, repeat result= 3.8 iu/ml (reactive); architect results at another facility=6.8 iu/ml (reference range >3, reactive); vidas result from another facility= 0; western-blot igg= negative; historical siemens result= negative. Additional patient results were provided: initial toxo igm result= 0.07 index; repeat result= 0.05 index. There was no impact to patient management reported.